Event description:
Elderly female presented with bilateral grade 4 capsular contraction and left breast implant rupture. Left breast removal of ruptured implant and removal of implant material. Right breast removal of intact implant. Bilateral breast capsulectomy. Bilateral breast revision of wise-pattern mastopexy. Per operating room note, right breast implant was removed and found to be intact a smooth 375 cc implant. The left breast implant was found to be ruptured outside the capsule. Both were sent to pathology. Breast left implant, extraction, received fresh a disrupted white tan breast implant specimen measuring 12.0 x 9.5 x 2.5 cm. Due to the level of distortion no identification markers are appreciated. Breast right implant, extraction. Received fresh a white tan intact breast implant specimen measuring 14.7 x 13.9 x 3.2 cm. The specimen is transparent and filled with white-tan transparent material. The inscription is located on the surface of the specimen mentor (B)(4) 375 cc. Unable to verify when explants were originally implanted.